Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient's dose was at 3 ml. Then on (B)(6) 2017, it was turned down (B)(6). Since then, every 7-8 days, the patient was going through withdrawal. It was stated the pump was "messing up and skipping at times" causing him to go through withdrawal. No further complications were reported or anticipated.